Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the blue pull ring of transfer set was found disconnected in an unopened package. This was noted before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed and noted a separation between the protective shipping cap and the transfer set. The loose cap was found inside of the unopened overpouch. The reported condition was verified. The cause of the separation could not be determined. Should additional relevant information become available, a supplemental report will be submitted.